Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation with a mentor siltex round moderate profile 225cc saline prosthesis. The prosthesis was filled to 250ccs. On (B)(6) 2018 left sided deflation was observed, as the prosthesis appeared to be shrinking. The diagnosis was confirmed with mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received with the field experience report on 6/29/2018. When the device was explanted it was replaced with a mentor smooth round moderate profile 250cc saline prosthesis. The investigation of the returned device was completed by the failure analysis lab on 7/12/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation with a mentor siltex round moderate profile 225cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed, as the prosthesis appeared to be shrinking. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. Brown and white material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/7/2018. The device was explanted on (B)(6) 2018. Additional information was received on 6/12/2018. Manufacturer¿s reference number: (B)(4).